Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tnl) results from three (3) different patient samples that were generated by the unicel dxl 800 access instrument. Patient a, b and c samples were tested for accu tnl and results were: 1.769ng/ml, 0.693ng/ml, and 2.380ng/ml for patients a to c respectively. The results were reported out of the lab. The doctor questioned the results and the original samples of all 3 patients were tested for accu tnl on a different instrument in the customer's lab. Accu tnl results obtained from the different instrument were: 0.021ng/ml, 0.175ng/ml, and 0.017ng/ml for patients a to c respectively. Corrected reports have been issued for all 3 patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
System check information was not supplied. Qc was within specifications on the date of the event. Based on available information, the customer replaced probes and ran qc following this event and qc was out range. The specimens were collected in bd, plastic, green top tubes, and were run through an automation line. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse conducted system check which partially failed. The fse observed poor aspiration for probes and an isolated cause to failing peri pump tubing. The fse replaced all aspirate probes and peri pump tubing. The fse ordered a new peri pump assembly. The fse cleaned probes and wash wheel. The fse performed: system check, carryover and precision testing; all results passed within specifications. The fse verified the instrument's performance per established procedures. The fse returned to the customer's lab on three days later. The fse replaced the peri pump assembly and tubing. The fse performed system check, and qc; all results passed within specifications. The fse verified the instrument's performance per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.